Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the handle of a ncompass nitinol tipless stone extractor was stuck and would not open or close during a ureteroscopy to remove ureter stone fragments. The surgeon was unable to close the basket after opening, therefore they could not retrieve the stone extractor. They cut the distal part of the basket in order to retrieve it from the ureteroscope. The procedure was completed by using another new stone extractor. No piece of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects to the patient were reported due to the occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, the handle of a ncompass nitinol tipless stone extractor was stuck and would not open or close during a ureteroscopy to remove ureter stone fragments. The surgeon was unable to close the basket after opening, therefore they could not retrieve the stone extractor. They cut the distal part of the basket in order to retrieve it from the ureteroscope. The procedure was completed by using another new stone extractor. No piece of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects to the patient were reported due to the occurrence. Corrected information: h6 (annex g). Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned in opened packaging and in two segments. The smaller segment consisted of the basket assembly and approximately 3.9cm of the inner coil. This was the section cut off by the user as reported in the provided information. The larger segment consisted of the handle assembly and the basket sheath with approximately 1mm of inner coil protruding from tip of sheath. The handle was returned incomplete, missing the pett (polyethylene terephthalate) tubing, indicating the handle was disassembled by the user. The support sheath was separated approximately 7mm from the mlla (male luer lock adapter). There was a kink in basket sheath 49cm from distal end. The device could not be functionally tested due to its condition. The basket was likely not functional during use due to the damage to the basket sheath and/or support sheath. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information and the results of the investigation, the cause for the damage could not be established. Excessive force may have been inadvertently applied to the device, but no information was provided regarding device handling. Therefore, the cause of the issue could not be conclusively determined. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.